Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable, the cartridge is not an implanted device. If explanted, give date: not applicable, the cartridge is not an implanted device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a piece of a 1mtec30 cartridge broke off and fell into the patient's left eye (os) during the intraocular lens insertion. The doctor was able to recover the piece without any complications. No additional information was provided.